Manufacturer narrative:
The tear and calcifications seen at explant were confirmed. All three leaflets contained calcifications, tears, and were fibrotically thickened. The base of leaflet 3 had been previously excised. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tears could not be conclusively determined; however, all of the tears were associated with calcifications.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 19mm trifecta valve was selected for implant. On (B)(6) 2020, the valve was explanted due to a tear caused by severe calcification of the leaflets. The physician thought the event was partly due to the patient's condition. A replacement valve was implanted. The patient status is currently unknown.